Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been returned for evaluation yet. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that recognition failed for the instrument although the tracker was registered. Calibration performed two to three times to temporarily resolved the issue. Issue occurred once more and was once again resolved with calibration. There was no impact to patient. There was no reported delay to the procedure due to this issue.